Event description:
The manufacturer received information in relation to a dreamstation auto unit . The device was returned to third party service centre. The service centre reports that the device cannot be powered on and the unit's power connector is corroded with corrosion on metallic surfaces found at evaluation. In addition, the device was scrapped.

Manufacturer narrative:
This complaint has been previously submitted as part of recall with recall number z 1974-2021, but it was determined that complaint of corrosion on power connector only without any evidence of foam particles is not part of recall.